Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason. During the explant procedure, it was noted that the right ventricular set screw was stuck in the device header. The header separated when the physician was removing the stuck set screw. All leads tested ok after device replacement. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This issue is discussed in boston scientific's product performance report.